Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number: mw5151990. Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
A voluntary MDR/medwatch report was received on 03/14/2024. It was reported that an adverse event occurred. Date of event is an approximation. The patient was contacted on 04/08/2024 and stated that on (B)(6) 2020, the patient self-treated with u-500 instead of u-100 insulin, he was notified that the continuous glucose monitor (cgm) was below 55 mg/dl, so he called 911. The patient started to self-treat with peanut butter and jelly but had difficulties. There were no specific symptoms reported. Then 10 minutes later the ambulance arrived. The paramedics assisted the patient to eat peanut butter and jelly. The paramedics took a blood glucose (bg) reading which was 31 mg/dl. After eating the paramedics took another bg reading which was above 55 mg/dl and they left. In addition, the patient reported a concern about the alarm settings for ¿urgent low¿ on his device and wanted to change it from 30 minutes every alarm to 5 minutes every alarm in case the patient swiped the alert away. The patient reported that he would need to sound the alarm of ¿urgent low¿ every 5 minutes so that in case of a very low bg if the alarm doesn´t wakes him up it could alert one of his family members who would come to wake him up or call an ambulance. At the time of the report the patient was good. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.